Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor failed testing. Upon evaluation, there was oxidation on the j1002 and j1003 tin connector pins that created a poor connection. The root cause of the inability to complete testing is the poor connection. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.